Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valved conduit, the valved conduit was explanted and replaced with an unknown device. The reason for the explant was not reported. No additional adverse patient effects were reported.